Event description:
It was reported that this implantable lead was involved in a recorded code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) reviewed device data and noted that a gradual rise in shock impedances were noted. Device data indicates this is a lead only issue, as the implantable cardioverter defibrillator (ICD) diagnostic data remains within normal limits. Lead replacement was recommended. This implantable lead and ICD remain in-service. No adverse patient effects were reported.